Manufacturer narrative:
(B)(4). Batch # r5am8l. Investigation summary: upon visual inspection of seven photos, the following was observed: the first photo shows the distal part of the device, a white reload is present and the jaws can be seen closed with tissue present between the anvil and the reload. The knife indicator is advance approx. ¼. This condition would not allow the device to open and its consistent with a partial fire of the device. The second photo show the knife indicator area and the indicator can be seen advance. The third, fourth and seventh photo show the end part of the device and a white reload is present and the jaws can be seen closed with tissue present between the anvil and the reload. The fifth photo shows the dial indicator part of the device and no show neither number. The sixth photo show the indicator part of the device and it can be seen a arrow in the display. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.,it was reported that: partial fire, would not open, manual switch issue. The analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60w cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the stapler would not open post firing (second firing of device). Surgeon tried pushing red button down to reverse stapler, but knife would not retract meaning stapler could not be removed from patient. Another stapler was used to staple around original stapler to remove. Surgery was delayed by ten minutes and surgery was successfully completed. There was no patient consequence.